Event description:
One hr 25 mins into treatment code given noticed smoke and burning order from the back of the dialysis machine. Machine was plugged and pt's blood was returned via manual hand crank. Dialysis machine was removed from svc. The chief tech noted melted wires to coaertator. No untoward effects to pt.